Event description:
A remstar pro c-flex+ device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found inside the bottom enclosure. Additionally, the service technician also noted dust contamination and destroyed power connector. The device was scrapped by the service center after the evaluation was completed.